Event description:
Approximately four months after implantation, the patient reported high watt alarms and was re-admitted to hospital. Of note, the patient¿s coumadin had been withheld several times over the past two months for diagnostic procedures. The patient was initially treated with bivalirudin followed by a peripheral bolus of tpa and integrilin; however, the patient¿s lvad (B)(4) pump parameters did not normalize. By the next day, the patient¿s ldh had continued to rise. The bivalirudin and integrilin were discontinued and the patient was treated with a second peripheral bolus of tpa. The patient¿s course was complicated by bleeding, renal failure, and right heart failure requiring dopamine infusion. The pump was exchanged on (B)(6) 2013. The patient never woke up from anesthesia, and support was withdrawn (B)(6) 2013. The patient expired (B)(6) 2013.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis has not yet been completed. Additional information will be submitted within thirty (30) days of receipt

Manufacturer narrative:
Per additional information received, the patient underwent a pump exchange on (B)(6) 2013 and it was reported that the "patient never woke up from anesthesia." Life support was withdrawn on (B)(6) 2103 and the patient subsequently expired. Additional information has been requested regarding the patients immediate post-operative complications that led to the withdrawal of support and death. However, as of the date of this report the information has not been received. Should it become available additional information will be submitted within thirty (30) days of receipt. Hvad® pump hw3896 was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that hw3896 met all requirements for release. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. Independent pathological analysis confirmed the presence of thrombus.

Manufacturer narrative:
Please note that additional information has been received. This event was reported via intermacs, therefore heartware is providing a report of all investigation findings.